Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient has been experiencing erratic blood glucose (bgs) since the middle of (B)(6). The patient has reportedly experienced bg between 60 mg/dl and 300 mg/dl with lethargy, flushed skin, and generally not feeling well. The patient's healthcare provider (hcp) reportedly recently changed the night time basal rates due to elevated bgs occurring at night. There was no reported medical intervention for the low bgs nor for the high bgs. The patient's bg at the end of the call with animas customer support (cs) was reportedly 124 mg/dl. A review of the pump settings indicated that all advanced settings were correct. During troubleshooting, it was noted that there were time discrepancies in the bolus and prime histories. The reporter stated that when downloading the pump on (B)(6) 2012 at the hcp's office, there was no data from (B)(6) 2012. The reporter denied any issues with the time and date resetting, and confirmed that the time had previously been corrected for daylight savings time. There were no reported site or set issues, and the reporter was able to successfully prime into the air while on the phone with cs. The reporter denied any activity changes for the patient, but confirmed that the patient was going through a growth spurt and had grown an inch over the past three months. Customer support was unable to find a definitive cause for the reported bg excursions, and determined that the history issues and the growth spurt may have been contributing factors. This complaint is being reported due to the patient's alleged bg excursions while using insulin pump therapy, and due to the inaccuracies in the pump histories.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the bolus history verified the reported boluses; all non-sequential boluses are combo boluses. A review of the black box showed multiple instances of normal boluses being performed while combo boluses were still being delivered. A normal bolus and an audio bolus were successfully performed and both were accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.